Manufacturer narrative:
Follow-up # 1 (03/11/11)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging an unspecified message on their one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the alleged issue began on (B)(6) 2011 around in the morning. The patient does not take any diabetes medication. The following day, the patient developed symptoms of feeling weak, cold sweats and was disoriented. The patient did not seek any medical attention or contact their physician for assistance. This was not the first time the product was being used. The alleged issue was resolved over the phone. It would have been helpful to know how long symptoms lasted. The complaint is being reported since the patient alleged that since he was unable to test he developed symptoms suggestive of a serious injury the following day.